Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise that was oversensed by the device. No intervention was performed. There were no patient consequences.